Event description:
The customer reported a system message displayed during set up. The system was rebooted, but this did not clear the message. The customer used the system laser and illuminator modules. Another system was used for the vitrectomy portion of the case. The case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company sales representative confirmed the system message reported. The event occurred when inserting the cassette. A system reboot did not clear the system message. The company sales representative did not report this event at the time it occurred. The company sales representative was counseled to report the events with 24 hours of receiving the reports. The company service representative examined the system and confirmed the system message reported. The fluidics module was replaced and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).